Manufacturer narrative:
Details of complaint: the nurse reported there was intermittent comm loss displayed at the central nurse's station (cns). This cns was monitoring wireless bedside monitors (bsms) and only the telemetry transmitters were displaying. There were no bsms in the host list. This was caused by a failing power over ethernet (poe) switch. The switch powers all the wireless access points necessary for the wireless bedsides to communicate across the network. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve issue by replacing the network switch for the monitored devices. This suggests that the previous network switch had failed. Based on the available information, the most probable cause of the issue is wear and tear of the network switch. The switch is not an nk product. No corrective actions would be performed at this time.

Event description:
The nurse reported there was intermittent comm loss displayed at the central nurse's station (cns). This cns was monitoring wireless bedside monitors (bsms) and only the telemetry transmitters were displaying. There were no bsms in the host list. This was caused by a failing power over ethernet (poe) switch. The switch powers all the wireless access points necessary for the wireless bedsides to communicate across the network. No patient harm was reported.

Manufacturer narrative:
The nurse reported that there was intermittent communication loss being displayed on the central nurse's station (cns) for the bedside monitors that were being monitored. This cns was monitoring wireless bsms and found that only the telemetry transmitters were displaying. There were no bedside monitors in the host list. This was caused by a failing poe switch (power over ethernet). The switch powers all the wireless access points necessary for the wireless bedsides to communicate across the network. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns. Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: bsm-6301a, sn: (B)(4).

Event description:
The nurse reported that there was intermittent communication loss being displayed on the central nurse's station (cns) for the bedside monitors that were being monitored. This cns was monitoring wireless bsms and found that only the telemetry transmitters were displaying. There were no bedside monitors in the host list. This was caused by a failing poe switch (power over ethernet). The switch powers all the wireless access points necessary for the wireless bedsides to communicate across the network. No patient harm reported.